Event description:
I first used fixodent in 2004, and I am still using it. My first experience was in 2005 when the whole right side of my face was completely numb for an hour. I thought that I was going to have a stroke or something. Or maybe I thought I had high blood pressure or something that next year. That's when I went to the doctors. Dose: denture cream. Frequency: 6 or 7 times a day. Route: oral. Dates of use: 2004 - 2009. Diagnosis: dentures cream adhesive. Event abated after use stopped: no.